Event description:
It was reported that during the implant attempt, the lead was repositioned multiple times because it repeatedly dislodged. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted. There was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead was damaged at implant.